Event description:
A home pt contacted baxter's technical svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 4/4 of their automated peritoneal dialysis therapy. The home pt reported that their transfer set was connected to the pt line of the homechoice set at the time of the system error alarm. The home pt reported that they had left the clamp open and the cap off an unused supply line during therapy. Baxter's technical svc ctr assisted the home pt with ending therapy. No pt injury was associated with this incident, per the home pt. No medication was administered in relation to this incident as the pt was currently being treated with vancomycin (dose unknown) for an unrelated diagnosis of peritonitis.